Event description:
It was reported that the customer stated that the arctic sun device was sent down by a nurse for not holding temperature. Ran a functional check and device heated and cooled as normal. They stated that the device was due for a 2000-hour service and requested a quote.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling due to a failing mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer stated that the arctic sun device was sent down from a nurse for not holding temperature. Ran a functional check and device heated and cooled as normal. They stated that the device was due for 2000 hour service and requested a quote. Per sample evaluation results on (B)(6), 2024, it was reported that chiller molded tube was cut 3/4 inch shorter than specifications. Completed the 2000-hour pm procedure on the device.